Event description:
Additional information was received and indicated that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
Boston scientific received information that the medical personnel had uncertainty about longevity and battery status of the device due to irregular magnet rate. Boston scientific technical services (ts) discussed that changes in pacing rate and lead impedance can influence elective replacement indicator (eri). However, this is a normal device behavior. Ts informed medical personnel to continue monthly transtelephonic monitoring (ttm). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.